Manufacturer narrative:
(B)(4). Date sent: 8/9/2023. D4: batch # 197c94. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the joint cover damaged and one reload loaded on the device. The reload was received unfired. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the distal channel retainer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 197c94, and no non-conformances were identified.

Event description:
It was reported that during a vats lobectomy procedure the device fired with the first reload and everything was absolutely fine. However, on the second reload firing the surgeon thought the battery sounded a bit different during the firing sequence and when he removed the device it looked like it had cut the vessel and not stapled. This resulted in the patient having to be converted to an open procedure and the vessel sutured where the staples were not formed. The patient is absolutely fine according to the surgeon.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the surgical procedure? Vats lobectomy. What were the indications for surgery? Thoracic tumour. What is the surgeon¿s experience with the pve35a device? Very experienced surgeon who has fired this device several times over the past number of years. What vessel was being firing upon? Not specified. What was the approximate width of the compressed vessel? Not specified. Did the surgeon wait 15 seconds prior to firing? Yes, that would be his normal practice. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? I was not in the operating theatre with him that particular day but this would be normal practice from what I have witnessed in the past. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes, he would be particularly be careful when firing the stapler. Were there any clips used in the procedure prior to the stapler firing? Unknown. Was there any evidence of staples on either side of the cut line? From my understanding there were evidence of a few staples but not a complete staple line. Was there calcification of tissue that impeded clamping or stapling? Not mentioned by the surgeon. Were there any pre-exiting patient conditions? There was nothing relevant that the surgeon felt would affect this. Are there any photos or video available of the procedure? No other photographic evidence is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.